Event description:
It was reported that patient presented in clinic. The patient's right ventricular (rv) lead exhibited high capture threshold. Fluoroscopy and a chest x-ray were performed to reveal that the rv lead had dislodged. The rv lead was attempted to be repositioned, but was unsuccessful because the helix of the lead failed to retract. The rv lead was explanted and replaced. Patient had no consequences.